Manufacturer narrative:
The patient experienced sensitivity and two (2) crowns which were not properly seated due to the maxcem elite clear cement setting up too quickly.

Manufacturer narrative:
Although the doctor identified two (2) different lots associated with the cement setting up too quickly, he could not verify which lot was used on the patient; therefore, no lot numbers were identified in this report. The lots involved in the alleged incidents included lot numbers 4710905 and 4678974. The doctor reported that he is currently monitoring the health of the patient and no further action has been taken at this time. A follow up report will be submitted if any new information is provided by the doctor. The lot numbers 4710905 and 4678974 have been identified as affected lots which are part of an ongoing maxcem elite recall; therefore, no further evaluations are necessary.

Event description:
A doctor alleged that three (3) patients have experienced sensitivity and crowns which were not properly seated due to the maxcem elite cement setting up too quickly. This is the second of three (3) reports.